Event description:
It was reported that a chip was found in the blade mount while the equipment was being tested during an on-site maintenance visit at the account. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
H6: the handpiece was received at the MFR for service and eval, and the reported condition was duplicated. Based on the investigation details, this can occur if non-manufacturer blades are used with this handpiece or if the blade was not properly seated in the handpiece. This failure could render the handpiece useless due to a loose fitting blade. If the handpiece was operated in this failed condition, it may be possible that the blade would not cut properly due to this chip.